Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported sheath separation was confirmed based on the returned device condition. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information and the returned device condition, it appears that torsional manipulation applied during device placement attempt may have contributed to the reported separation of the guide as observed in the returned device analysis. Separation of the guide can compromise needle trajectory thus contributing to the observed needle to cuff miss such that the foot pockets/ cuffs would no longer be with in the path of the needles. Additionally, separation of the guide would compromise foot functionality which would subsequently contribute to the reported inability to close the foot and device entrapment. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after releasing the suture, the foot was not able to completely close. When attempting to remove the prostyle device, the black sheath separated from the silver guide tube, causing damage to the vessel. A surgical cut down was performed to remove the separated portion of the device. Patch angioplasty was performed to treat the damaged vessel. Hemostasis was achieved with the patch and cut down. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.